Event description:
Part nt821730c, eds 3 gen ll, with ventricular catheter - when the pa was changing the collection bag, the connection piece broke, entire system had to be replaced. Customer confirmed there was no delay in surgery or patient injury, however additional medical intervention was required because the customer could not replace just the collection bag, but instead had to replace the entire system.

Manufacturer narrative:
Follow up report 001 ref to natus complaint #(B)(4). There are no CAPA's related to this issue and this complaint does not identify a deficiency in the product design and therefore a CAPA is not required. Complaint history was reviewed for the previous two years and found 0 confirmed complaints, giving an incident rate of (B)(4). Per qms-004442 complaint histories are reviewed routinely per quality system requirements and any complaint trends are assessed and documented as part of these reviews. Device history record was reviewed and there were no anomalies observed during the manufacturing, packaging or inspection of the device. Faillure confirmed: no. Investigation result code:san diego/eds products/no return of device for evaluation. Closure rationale: complaint could not be verified, materials not returned for analysis. Low safety risk of harm, individual complaint related to issue stated. Complaint will be included in trending data for further review and investigation if needed.

Event description:
Part nt821730c, eds 3 gen ll, with ventricular catheter - when the pa was changing the collection bag, the connection piece broke, entire system had to be replaced. Customer confirmed there was no delay in surgery or patient injury, however additional medical intervention was required because the customer could not replace just the collection bag, but instead had to replace the entire system.

Manufacturer narrative:
Initial report ref to natus complaint (B)(4). Customer provided completed complaint form as well as additional background information on cleaning procedures, and stated as below: "I am not sure if the bag was changed beforehand but the pas are the ones changing it. They use the bd chloraprep 3 ml applicator 2% chlorhexidine gluconate when cleaning. We unfortunately did not save the device." Customer confirmed the product was not saved therefore will not be returned. Pictures were provided of the unit. Acceptable risk associated with the complaint as per line 5.14 in doc-035405 risk analysis spreadsheet. Severity - 3. No death or serious injury, considered to be customer inconvenience. Risk is considered to be low. A risk review is not required as this complaint does not describe a new failure mode or new harm and the existing hazard severity and/or probability of occurrence has not changed. Further investigation to be carried out.